Manufacturer narrative:
The claimed issue was related to high o2 concentration alarm. There was no patient harm. Based on technician statement, the nozzle unit was defective and required replacement to resolve the issue. Identification of issue has been done by analyzing problem description and picture attached. The problem was reported due to the fact that the issue may lead to stop of ventilation. Nozzle units for the gas modules are articles of consumption and complete plastic nozzle unit must be replaced during preventive maintenance. The root cause of the issue could be related to expected wear and tear.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).